Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during initial drain. The home patient was connected at the time of the alarm. During troubleshooting, it was found that the patient connected to the patient line that was improperly primed. The technical service representative reviewed proper procedures with the patient, assisted the patient to clear the alarm, and advised the patient to begin therapy again with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, connecting to the improperly primed patient line is a known cause of the reported problem. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.